Event description:
It was reported the right ventricular (rv) pace/sense lead had an apparent fracture. The rv lead had oversensing and there was a lead warning for high impedance. The rv lead was explanted and replaced with a defibrillation rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was high resistance/impedance with patient alerts for out of tolerance subthreshold lead impedance on (b)64) 2012. The daily pace lead impedance trend data shows an abrupt increase for ventricular pace bi impedance equal to 532 to 4047 ohms peak between (B)(6) 2012. There was oversensing with ventricular non-sustained tachycardia less than equal to 210 ms on (B)(6) 2012. Also, there was ventricular fibrillation less than equal to 210 ms average v-cycle between (B)(6) 2012. There was interference/noise with ventricular short interval count (v-sic) equal to 179.4 counts avg/day, in 2.24 days, between (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.